Event description:
The manufacturer received information alleging visualization of particles, related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-17237. This report was submitted as a duplicate report of the previously submitted report . The manufacturer previously reported congenital anomaly/birth defect in section b2. After review it was determined that congenital anomaly/birth defect was incorrectly selected. The manufacturer previously reported (B)(6) 2022 in section b4. After review it was determined that the correct date should have been (B)(6) 2022.